Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that ih-com on the ih-1000 instrument assigned an incorrect test result to a patient. One sample (no. (B)(6)) was processed on the ih-1000 instrument on (B)(6) 2018 on one patient. The same sample number (B)(6) was reused on (B)(6) 2022 for a different patient. The patient data are properly managed and assigned. In ih-com, samples are handled fully separately as visible on the printscreens that were provided for investigation. Ih-com consequently could not sent the wrong results to the lis with an automatic result sending to lis after result validation. Visible in the support backup is that a user sends results manually to the lis and sends two results of the same sample number. In the lis data, sample and patient data are always visible but here, lis considered only the sample number and not the patient data causing a mix-up in the lis. By reviewing the lis files, in fact the user sent twice the results of sample (B)(6) for the sample processed in 2018. Ih-com sent properly the data associated with the patient data from 2018. The root cause of the reported issue has a combination of two issues: handling issue: user sent manually to the lis the results from 2018 instead the one from the sample processed in 2022, and lis issue: lis just referred to the sample number to integrate the results. Consequently, the lis associated the old results from old patient of 2018 wrongly to the new patient 2022. Here the issue is related to user handling and the laboratory information system. Ih-com is working inside specification.